Event description:
On 1/21/97, the account received phenytoin rsults of 0.24/0.23 mg/l while operating the analyzer. The result was reported out as less than sensitivity. The attending physician questioned the result and the account repeated both the aliquot and primary tube, which gave results of 37.58 mg/l. No medical intervention occurred based on the initial reported result. The account verified that the "ll" flag is generated on all the system based on parameter 75 and also stated that results received with a flag are now repeated on another system.

Manufacturer narrative:
Investigation summary: the event represented is not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investigated as part of an ongoing study of the axsym system by abbott into the causative reason for malfunctions. Results of the investigation yielded a number of system enhancements implemented on customer units. Improvements included axsym system software version 3.0 with enhanced algorithm for fluid detection, new buffer tubing and seal fittings which reduced bubbles forming in tubing lines, modifications to the liquid level board to decrease sensitivity of the instrument to electrostatic discharge, and packaging modifications for added protection to probes. In addition, abbott has emphasized to our customers that correct operating procedures must be followed to ensure optimal performance of the axsym system. Areas that were emphasized included probe crash recovery procedure, recommended tube sized and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent handling. This is the final report.